Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing on ventricular lead was observed. The oversensing was noted on a stored egm. The patient did not receive inappropriate therapy. Device reprogramming was recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.